Manufacturer narrative:
Investigation has been completed on smith medical cadd-legacy device. Complaint of peizo distorted could not be found in event log, no could be duplicated with testing. No problem found with device and no actions taken. Physical condition of device was in fair condition with a scratch noted on screen. The device passed all delivery and functional testing.

Event description:
Information received a smith medical cadd-legacy 6400 pump piezo was distorted and occurred while testing, no patient involvement or adverse event.